Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A separate report has been filed on the positioning issue with the first valve. (B)(4).

Manufacturer narrative:
Conclusion: the clinical observation of valve dislodgement does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodgement complaints are typically not related to a device malfunction.

Event description:
Medtronic received information that this was the second of two transcatheter bioprosthetic valves that moved from their targeted location during deployment. The first valve moved up into the sinus of valsalva and was implanted there. As this valve was deployed, it moved into the same location as the first valve. A third valve was successfully deployed and implanted in a slightly higher position with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.